Event description:
A balloon burst on the first inflation, well below its rated burst pressure, during a percutaneous transluminal angioplasty of a left antebrachial shunt. Another balloon was used to successfully complete the procedure without patient complications. This device was destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... Inflation in excess of the rated burst pressure may cause balloon to rupture...balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples.